Manufacturer narrative:
The device was returned, and evaluated by olympus. As noted in b5, the unit was producing a snowflake-like image during testing. The evaluation also revealed that there was damaged to the printed circuit board of the connector - this is likely the cause of the noisy image. A definitive root cause could not be identified. However, based on the results of the investigation and the condition of the returned device, it is believed that prolonged fatigue ultimately leading to component failure caused the reported malfunction. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
It was discovered during the device evaluation, the olympus gastrointestinal videoscope was presenting a noisy/snowflake image. There was no patient involvement during this event.